Manufacturer narrative:
The reported event of failure to capture was confirmed. The device was unable to establish telemetry upon receipt. The device was cut open and found to be at end of life (eol). A longevity calculation was performed and found the battery depletion was premature. Further analysis performed on the hybrid indicated a metal migration anomaly causing a short circuit, which resulted in premature battery depletion of the device as well as low or no output, consistent with the reported event.

Event description:
During an in clinic follow up, an increased threshold resulting in a loss of capture was observed on the right ventricular (rv) device. The rv device was explanted and replaced to resolve the event. The patient was stable.